Event description:
It was reported that during a da vinci s hysterectomy the surgeon experienced a depth perception issue between the left and right eye of the surgeon console. The system was restarted, however, this action was unable to resolve the vision issue. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the issue experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. The camera head was returned and evaluated by the original equipment manufacturer (OEM). The OEM observed that the camera stage was damaged, thus causing the vision issue experienced by the customer. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques.